Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from two different levels of non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1676 on a vitros 5600 integrated system. The assignable cause of the event could not be determined with the information provided. A vitros ipth reagent performance issue did not likely contribute to the event as acceptable performance was obtained using the same vitros ipth reagent packs from which the lower than expected results were obtained. In addition, continual tracking and trending did not indicate a systemic performance issue with vitros ipth reagent lot 1676. A vitros 5600 integrated system did not likely contribute to the event as a vitros ipth within-run precision test was acceptable, indicating vitros ipth reagent lot 1676 was performing as intended on the vitros 5600 integrated system. The customer was questioned about sample handling protocol, however, the customer did not provide the requested information. Therefore, improper sample handling protocol cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from two different levels of non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1676 on a vitros 5600 integrated system. Mas level 2 lot 2302 results of 33.7, 33.3, 34.2, 31.2 and 25.4 pg/ml versus the expected result of 51.4 pg/ml. Mas level 3 lot 2302 results of 540.6, 601.3 and 551.4 pg/ml versus the expected result of 901.0 biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results that met potential health and safety criteria were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).